Event description:
It was reported to boston scientific corp. On 12/11/2008, that radial jaw 3 biopsy forceps were used during a procedure in 2008. According to the complainant, during preparation, it was noticed that the tip of the radial jaw device was bent and "a wire was sticking out from where the jaws are". There was no noticeable package damage. The procedure was completed with another radial jaw device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of this procedure was reported to be "fine."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.